Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during set-up, the arterial temperature port broke off. The product was changed out. There was no pt injury as this occurred during set-up. The surgery was completed successfully.

Manufacturer narrative:
Terumo received the actual sample and the investigation was completed on (B)(4) 2012. Visual inspection confirmed the complaint. The thermistor probe had been broken off the blood outlet port. A review of the device history record noted no production related problems. It is likely that the device was subjected to shock force when/after having been taken out of the self box. The completed investigation and additional info deemed this MDR reportable on (B)(4) 2012. (B)(4). All available info has been placed on file in quality management for appropriate tracking, trending, and follow up.